Event description:
Sales representative showed failure to sense, capture, and output. Sales stated the physician was explanting the device and replacing with philos. The egm shows as with vp, failure to sense the v and failure to capture. Additional ECG strips from the ICU show failure to output. The thresholds measured at 0.4v @ 0.5ms. R wave measure at 14-15mv. The doctor had ruled out exit block and lead dislodgement. No trouble shooting for the device was given as the physician was determined to explant the device. Confirmation of the ECG anomalies were confirmed. Awaiting return of device for analysis.